Event description:
It was reported the device presented with no telemetry and no magnet response. At the last follow up, approximately 5 months ago, the device indicated a minimum remaining longevity of 8 months. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported the device presented with no telemetry and no magnet response. At the last follow up, approximately 5 months ago, the device indicated a minimum remaining longevity of 8 months. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed49884226mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to4 magnet mode discrepancy.